Event description:
(B)(4). In the 10 min following the actual procedure, I was in extreme pain and was told by the dr. That he had never seen that happen and assumed that my tube was spasming and he said that the right tube was somewhat small and that could have been the cause. I was fine the days following the procedure. About a year ago, I started realizing that during my period, I was having terrible lower back pain on that side. I put 2 and 2 together and figured that is what it is. I have also gained around 15 pounds which doesn't seem like much but I am only (B)(6). The weight has been a huge issue physically and emotionally. From the waist down, I don't even look like the same person due to bloating and swelling. Worst decision of my life!